Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient need revision due to pain. Removing the insert it was discovered that posterior medial "corner" of the insert was broken. Patient had an acl and pcl recontraction many years ago. Patient came for a revision since she heard some noises (clicks) from the left knee and felt that the knee was begun to hyperextend.